Manufacturer narrative:
The investigation for the product sterility issues has been completed. No product or images of damage were returned for evaluation. Clinical details noted there was damage to purge cassette packaging and purge cassette was discarded. The root cause of the packaging issues - sterility cannot be determined as limited clinical details were provided. Corrections to the initial MFR report:

Event description:
The complainant reported that during the impella cp insertion, it was noticed that the sterile packaging of the purge cassette was damage. The purge cassette was exchanged. There was no harm to the patient.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.